Event description:
When the over bed warmer was turned on to ready it for a patient, the top of the warmer began sparking and smoke was emitted from the top. Warmer immediately turned off and security called. Patient was not in the room at the time. Bed was taken out of service and room had to be serviced to accept the admission. The patient arrived around 8:00, the room was still being serviced and the patient was taken to the ed and held until the room was completed. Patient returned approximately 8:30 - 8:45. Room was taken out of service for this time frame; there were no other beds available at this time to admit the patient. Affected bed was taken to biomedical engineering.